Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from two years to eight months in an unspecified time frame. A request was made to have data from this device analyzed. Data analysis confirmed that event though the power usage has been stable, the battery voltage is dropping faster than expected. A safe replacement window of 28 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The name of the initial reporter was received as additional information and was updated in the "initial reporter" tab.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the remaining longevity decreased from two years to eight months in an unspecified time frame. A request was made to have data from this device analyzed. Data analysis confirmed that event though the power usage has been stable, the battery voltage is dropping faster than expected. A safe replacement window of 28 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.